Event description:
The patient was implanted with a platinum vr 1240 device associated with two non-livanova leads on (B)(6) 2016. The implantation procedure was successful and the patient was discharged on (B)(6) 2016. It was reported by patient¿s family that the patient has passed away in (B)(6) 2016 (cause of death and exact date are unknown). It was also reported that the patient death was due to a cardiac arrest/cardio respiratory arrest and not related to the ICD.